Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to need assistance with turning on the threshold suspend. Customer's blood glucose was 600 mg/dl due to being ill. Customer took a 10 unit correction of insulin and blood glucose dropped to 50 mg/dl and 60 mg/dl. Customer had taken a glucagon shot. After troubleshooting, customer will not be returning the device for analysis.